Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory testing was unable to confirm the reported clinical observations of perforation and pacing thresholds. The lead tip and helix appears intact and undamaged.

Event description:
Boston scientific received information that this right ventricular (rv) lead had perforated, it was identified via x-ray. The rv lead exhibited high pacing thresholds measurements. The right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.